Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the patient experienced sudden ventricular fibrillation. Acute left heart failure was observed after external defibrillation. The lead was not implanted. The procedure was stopped and the patient was moved to coronary care unit. The patient was in a stable condition thereafter.